Event description:
It was reported that during the procedure a green coating was flaking off the guidewire (subject device). The physician replaced it with a new device and continued the procedure without any clinical consequences to the patient.

Manufacturer narrative:
The device is not available to the manufacturer.

Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection, as well as a functional evaluation, could not be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information indicated there was no damage noted to the packaging prior to preparation of the device, there were no anomalies noted to the device during initial inspection and preparation and the device was prepared as per the dfu. The dispenser hoop was flushed before removing the guidewire and there was no resistance encountered removing the guidewire from the dispenser hoop. The introducer sheath was used with the guidewire during the insertion process and the torque device was used with the guidewire. Continuous flush was maintained for the duration of the procedure and the patient¿s anatomy was not tortuous. There was no friction/resistance encountered during the procedure. The coating issue was noted on the proximal end of the guidewire. An sl-10 microcatheter was used in the procedure and the same microcatheter was used to finish the procedure. There was no medical intervention and no surgical delay. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned for the reported issue ¿guidewire ptfe coating peeling¿

Event description:
It was reported that during the procedure a green coating was flaking off the guidewire (subject device). The physician replaced it with a new device and continued the procedure without any clinical consequences to the patient.